Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the unit's overlay was cracked, tabs on the power cord bay door were broken, the lower case feet were damaged and the electrocardiogram connector on the link electronic module (lem) board was loose. All found defective parts were replaced and the lem board calibrated. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).